Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connected to the server. A technical support specialist (tss) attempted to dial in, but the station timed out, so the tss accessed the server and checked the synchronization, which showed the last upload and download. Further the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis was not connect to es server, resulted in outdates not able to track and users were unable to find patients as the patient information was not being updated. Also, ethernet hardware was broken and needed to replace. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.